Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an extension. It was reported the extension was implanted and a short was found between 0 and 1. The impedance was 37. The extension was removed and replaced with a different extension and the impedances normalized. Numerous impedance checks found the problem and it was resolved during the surgery. It was also reported that the fact that the surgeon had to explant the extension and replace it did cause the case to go longer. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.